Manufacturer narrative:
Physio-control requested additional information on the patient from the customer. The customer informed physio-control that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using their device to deliver synchronized cardioversion to a patient and the device delivered the synchronized shock at the wrong time. A synchronized shock being delivered at the wrong time can result in the patient going into a life-threatening rhythm. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using their device to deliver synchronized cardioversion to a patient and the device delivered the synchronized shock at the wrong time. A synchronized shock being delivered at the wrong time can result in the patient going into a life-threatening rhythm. There were no reports of any adverse effects to the patient as a result of the reported issue.